Event description:
Consumer complain of about high blood results. Customer normal results are around 110ml/dl. Based on parkes error grid analysis, the bias between the highest result in memory (370) and the lowest normal result (110) is located in zone c. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned.